Event description:
False negative result(s). The customer stated that they tested negative with flowflex on (B)(6) 2022 and then tested positive with pcr on (B)(6) 2022. They also stated that their daughter tested negative with flowflex on (B)(6) 2022 and then tested positive with a different brand of home test on (B)(6) 2022.

Event description:
False negative result(s): the customer stated that they tested negative with flowflex on (B)(6) 2022 and then tested positive with pcr on (B)(6) 2022. They also stated that their daughter tested negative with flowflex on (B)(6) 2022 and then tested positive with a different brand of home test on (B)(6) 2022.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020068 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. Test results for retained sample of cov2020068 met the qc criterion and the complaint was not found with the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative